Manufacturer narrative:
An RMA was issued to the customer requesting to have the isi device returned; however, isi has not received the RMA to confirm/identify any reportable failure mode(s). Isi has made several attempts to obtain the RMA with no success. A review of the instrument log for the product associated with this event shows that the instrument/endoscope was last used on 19-jan-2024 via system serial (B)(6) . There is no indication that the instrument was used in subsequent procedures after the alleged event reported on this record. A review of the site's complaint history performed on 02/01/2024 does not show any additional complaints related to this product.

Event description:
It was reported that after a da vinci-assisted low anterior resection surgical procedure, the monopolar curved scissors (mcs) instrument shaft was peeled off. The customer used a backup mcs instrument to continue with the planned procedure. No fragment fell inside the patient. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained additional information from the clinical engineer. The brown material part was damaged. Instrument was inspected before use and no damage was found. There were no separated or detached pieces from the shaft. Fragment did not fall inside patient. No post-operative test was performed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument monopolar curved scissors involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the reported complaint. The instrument tube extension exhibits signs of scratch marks/abrasions at the distal end. No pieces were missing. Tube extension scratch marks measured roughly 0.127¿ x 0.050¿.

Event description:
Refer to h10/h11 for follow-up information.